Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d10: item # 110031010, 28mm i.d. 40mm o.d. Size d bearing, lot # 65493922. Item # 00771300900, mod ml taper fem st 9.0, lot # 65626313. Item # 00784800300, modular neck s 12/14 neck taper use with +0 heads only, lot # 65595612. Item # 110024462, g7 dual mobility liner 40mm d, lot # 65756272. G2: report source japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported patient underwent a g7 dm surgery. Subsequently, the patient was revised due to dislocation approximately 2.5 years post hip implantation. Upon opening the joint capsule, a metallosis reaction was observed. Part of the dm poly bearing had fractured, forming a helmet-like shape, and the ceramic head had become detached. Additionally, a partially worn scratch was noted on the stem neck. Attempts have been made and additional information on the reported event is unavailable at this time.